Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states the foot motor isn't holding. He states when the end user placed the foot position up, the motor will drift back down and will not hold.